Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen in clinic, and they noted 7 no external power alarms on interrogation. The log files were submitted for review and it appeared that the log file captured power losses to the mobile power unit on 03jun2026 and 07jun2026. The system continued to operate at the set speed and was supported by the system controller¿s backup battery until external power was restored.